Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts from cannula when priming and button was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm and scratches on screen and grinding when priming. The device will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test and self test. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery or prime or fill anomaly alarm noted.